Event description:
It was reported that the 9600 system boots up with a "bad iris pot" error message. System had to be rebooted to clear error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced variable resistor. The system was tested and found to be working as intended and placed back into service.